Event description:
On (B)(6) 2012 the patient reported prime issues with the pump. The patient reported insulin was dispensed from the tubing before the load step was completed, and that the pump piston stopped during the loading step. The patient suffered no injury or symptoms due to this issue, and denied seeking medical attention. However, as the priming issue was not resolved, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during testing. The force sensor was found to be out of calibration. The force sensor plate was observed to be dimpled.